Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the shock cushion has moved forward in the handle and is impeding the 6in transitional from going into the handle. The unit's 6in transitional has worn teeth and a damaged dongle, the shock cushion and 1/4in pin are worn, and the adjustment wrench has worn threads. The unit will be repaired with replacement of the adjustment screw, finishing cap, adjustment wrench, 1/4 pin, 6in transitional, shock cushion, labels and roll pin, and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This report is 3 of 3 reports linked to mfg report numbers: 3004608878-2025-00022, 3004608878-2025-00023. A facility reported that the mayfield ultra base unit (a21019) was slipping and not maintaining the full position during surgery. Another headrest was used to complete the surgery, and there was no delay or patient injury reported. Facility has indicated that the complete mayfield system is being returned to keep all parts together.